Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report 1627487-2016-03825. It was reported the patient experienced ineffective stimulation with the scs system for approximately a year. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the physician implanted a drg trial as the next course of action to address the issue. Follow-up identified the drg was successful and pending permanent implant. Reportedly, the patient is no longer utilizing the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report1627487-2016-03825. Follow-up identified a permanent drg system was implanted which resolved the issue.